Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device failed the volume metric test. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, and a lifted dso seal. There was no evidence in the event history log. Functional testing was unable to verify or duplicate the reported problem. The device passed accuracy testing. There was no problem found. The service history review identified no indication that the complaint was related to a service of the device within the review period.